Manufacturer narrative:
The reported events were helix mechanism issue, unacceptable threshold, and high pacing impedance. As received, a complete lead was returned in one piece with helix noted bent and clogged with blood. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the helix was bent consistent with procedural damage. The helix mechanism/ extension length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being bent/ damaged and clogged with blood. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during implant procedure that the atrial lead exhibited high pacing impedance and high capture threshold. Lead helix could not be retracted. The lead was exchanged. There were no patient consequences.